Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. The lesion was predilated with a 2.5x20mm maverick balloon. The physician attempted to cross with a cutting balloon and a maverick balloon, but was unsuccessful. The physician attempted to place a taxus express2 3.0x24mm drug eluting stent using a dottering technique; however, the stent would not cross. The device was removed and wiped down and the shaft broke near the middle. A 2.75x10mm cutting balloon was inserted and inflated to 3 atms when the balloon ruptured. The procedure was completed with a 2.75x20mm taxus express2 stent. No patient complications occurred. Patient status is satisfactory.